Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not duplicate the reported complaint. Review of the event logs revealed an error message related to power/charging. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery, shutdown unexpectedly and would not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing did not reproduce the reported unexpected shutdown or failure to charge its internal battery. Review of the device data logs confirmed an error message (sf180) related to a battery charger fault, however, unexpected shutdown was not confirmed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf180 was due to a defective cooling fan. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and shutdown unexpectedly. There was no harm or serious injury reported as a result of the incident.